Event description:
A malfunction alarm, specifically malfunction code 12, was reported, causing the customer's blood glucose levels to exceed 500 mg/dl, with the exact value unknown but displayed as "high." The customer took corrective action by administering a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. The customer will continue to use current pump for insulin therapy.